Event description:
This is 3 of 7 reports linked to mfg report numbers: 3013886523-2024-00288 3013886523-2024-00289 3013886523-2024-00292 3013886523-2024-00296 3013886523-2024-00297 3013886523-2024-00298. A patient reported a valve (unknown ID), ventricular catheter (unknown ID) and a peritoneal catheter (unknown ID) was implanted on (B)(6) 1997. In (B)(6) 2024, the patient had indication of failing valve and catheters. The patient underwent 6 revisions, 5 of which were caused by his body rejecting the catheter and it was draining cerebrospinal fluid (csf) outside the cavity and under the skin where it could not be absorbed. Revisions: #1 - (B)(6) 2024: old valve and ventricular catheter were replaced with a codman valve (unknown ID) and bactiseal peritoneal catheter (B)(4). #2 - (B)(6), 2024: catheter was expelled from the peritoneal cavity and was repositioned. #3 - (B)(6) 2024: old ventricular catheter was replaced. #4 - (B)(6) 2024: catheter was expelled from the peritoneal cavity and was repositioned. #5 - (B)(6) 2024: catheter was expelled from the peritoneal cavity and reinserted into the pleural cavity. #6 - (B)(6) 2024: catheter was expelled from the pleural cavity therefore, it was removed. Valve was capped and an etv (endoscopic third ventriculostomy) procedure was performed. The patient tested positive for allergy to clindamycin. Note from manufacturer: this report is for revision #5.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The bactiseal peritoneal catheter (ID 823074) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined, however, the possible root cause for the issue reported by the customer could be due to user¿s error, possible when connecting the catheters. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.